Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and a mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that on (B)(6) 2005 the patient underwent a gynecological procedure in order to treat stress incontinence and mesh was implanted along with the concurrent procedure of cystoscopy. It was reported that following insertion of the mesh the patient experienced pain, infection, urgency, erosion of her internal bodily tissue and other injuries. It was reported that the patient has undergone multiple surgeries and revisionary procedures. (B)(4).

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted. It was reported that the patient underwent urethrolysis and sling revision on (B)(6) 2012 due to urinary problems. (B)(4) - urinary problems.

Manufacturer narrative:
Date sent to the FDA: 06/10/2016.